Manufacturer narrative:
Additional information received indicates that the correct mfg. Site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an impedance check was performed during the time the consumer commented on her sensations. The representative also did a check on (B)(4) 2017 and found the lead was patent showing no circuits > 4000 ohms or <(><<)> 50 ohms. The representative gave the consumer another program to try to improve efficacy, as well as requested the consumer to try switching off the device off to see if the undesirable symptoms disappear. The consumer was programmed to c+3- and was asked to try c+3-2-. It was noted that it appeared that the juddering/odd sensations and electric shocks she felt happened mostly after visiting stores that have security screeners on exit. The area of the ins then felt bruised for a bit; the consumer did not switch the device off. The toe curling was resolved on offering an additional program. The representative reviewed the x-ray and felt the lead was not in the best position, so the distal electrodes might be recruiting the s2 nerves. The hcp was to monitor and determine if new program delivered better efficacy. If juddering continues and consumer cannot tolerate then a new ins might be required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacture representative reported a consumer with a two-year old implant was concerned it was not working correctly. There had been a few occasions recently where the implant had turned off. Having quizzed the consumer, there may have been a couple of interference events that might account for this around the time she noticed it, such as shop scanners going off, etc. In addition, when the hcp reprogrammed the implant today, the consumer was getting some odd sensations. A recent x-ray showed that everything was in the correct position. It was noted that when slight changes were made, the consumer reported some odd tapping/juddering sensation at first until it gradually kicked in, which she described as an old reluctant car starting in the cold. The hcp went to start a new blank program and changed from the program the consumer came in with to an empty one, before any settings had been entered, the consumer suddenly was getting shooting pains in the vagina and toe curling. The hcp quickly set it back to the original program and she wasfine, so the hcp was not sure what was going on. There were no further complications reported and/or anticipated.